Manufacturer narrative:
The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "getting infected weeks later".

Event description:
Healthcare professional reported that the patient "ended up getting infected weeks later". This record is for unknown side. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: "inner bucket¿was completely stuck to the bottom bucket¿.

Event description:
Healthcare professional reported ¿several cases where the inner bucket¿was completely stuck to the bottom bucket¿ of the implant box. Device disposition is unknown/remains implanted. Previous medwatch submission noted infection. Upon further information, abbvie has determined that the event of infection is not applicable for this complaint record. The event of infection was captured in related record, MDR 9617229-2024-01870-00.